Event description:
It was reported that the fiberwires in the anchors broke during implantation. The sutures were discarded but the metal anchors were left intact in the pt. The surgery was delayed over 30 minutes but no additional adverse consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The devices were not returned for eval and the customer's complaint could not be verified. Review of the device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the complainant's event could not be determined from the info available and without device eval.